Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger. It was further determined that the device failed visual inspection, the mode switch resistance was too high, there was contact damage, and the device bearings, swing fork, motor and seals were worn. During assessment, it was identified that the pins in the saw head locking mechanism were broken and the functional test failed as the saw blade could not be mounted during the assessment. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, mode switch-test. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause for the broken pins in the saw head locking mechanism was determined to be traced to device design and further investigation and assessment is covered under a CAPA. The assignable root cause for the other found defects, including sticky trigger, were determined to be due to component failure from wear. UDI: (B)(4).